Event description:
It was reported that the user experienced hypoglycemia, with a documented blood glucose of 59 mg/dl, cause unclear, and self-treated by ingesting oral carbohydrates without pre-announcing. Symptoms included nervousness and thirst consistent with hypoglycemia. Outcomes included transient low blood glucose that returned to target after ingestion of carbohydrates, with the user reporting feeling well afterward and no alarms, alerts, or medical intervention.

Manufacturer narrative:
Investigation included user interview and education on appropriate hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed no device malfunction and no external contributing factors identified. It was concluded that the event was consistent with hypoglycemia of unclear cause with effective self-correction and no device performance issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.